Event description:
A cervical plate was removed from a pt due to cervical screw back out. The back out was observed during a routine follow up (8 weeks post op) and the pt was asymptomatic. Dr performed both the original and revision surgeries. Fusion was observed at the time of revision, therefore no hardware was replaced.